Event description:
The customer reported when the device is powered up it displays a defib failure, cycle power error 1000 message. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).